Manufacturer narrative:
It was initially reported, the manufacturer received information alleging a patient's blood oxygen saturation level decreased while using a ventilator. The patient was placed on a nasal cannula without incident. The ventilator was returned to the manufacturer for evaluation. A review of the device's downloaded event log indicates a patient circuit disconnect alarm sounded for 1527 seconds, 25.45 minutes, on the reported date of the event, 09/25/2021, during the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's oxygen blending module board and system board were replaced to address the issue.

Event description:
The manufacturer received information alleging a patient's blood oxygen saturation level decreased while using a ventilator. The patient was placed on a nasal cannula without incident. The manufacturer is currently investigating this event and a follow-up report will be filed when the investigation is complete.